Manufacturer narrative:
An event of device flipped into the right atrium was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There were no complaints associated with any other devices from the lot. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. H6 device code 4580 removed.

Event description:
Medwatch # mw5115871. It was reported on (B)(6) 2023, a 30-25mm amplatzer pfo occluder was chosen for implant with an unknown delivery system. During the procedure, the operator started the exchange for the j-wire to remove the delivery sheath when the j-wire went parallel to the occluder into the left atrium on removal of the j-wire. The occluder was noted to have flipped into the right atrium and was mobile in the atrium. The device was successfully retrieved from the patient. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2023, a 30-25mm amplatzer pfo occluder was chosen for implant with an unknown delivery system. During the procedure, the operator started the exchange for the j-wire to remove the delivery sheath when the j-wire went parallel to the occluder into the left atrium on removal of the j-wire. The occluder was noted to have flipped into the right atrium and was mobile in the atrium. The device was successfully retrieved from the patient. No patient consequences were reported.